Event description:
It was reported that the pump had a motor stall that had not recovered at the time of report. In addition, the message "stopped pump period may exceed tube set" was seen. It was stated that neither of these events showed up in the pump logs and no one had heard the pump alarm, though it was noted that the patient was hard of hearing. There was also a volume discrepancy of the pump's reservoir where the expected reservoir volume was 3cc, but there was actually 13cc in the pump. It was noted that the patient had been taking a little more pain medicine lately, but was getting by. The drugs used in this system were bupivacaine and fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11037r06, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Event description:
Additional information: the clinic did not know what caused the stall. They did not determine any possible emi at all. They are clueless. The patient came in for a refill and when they interrogated the pump they noticed that the pump had stalled. They could not program the pump at all, not even to minimum rate. The pump was filled with pfns (preservative free normal saline) and the patient was given oral medication for pain management as they could not refill the pump. It was noted that there was a possibility that the patient actually started to experience withdrawal symptoms 2 weeks prior to the pump malfunction; he was not feeling well for an unknown reasons but this could not be proven to be device related. The pump was still implanted as far as they knew. They told the patient that they could explant it, place a new one or leave it in place. He told them he would think about it. They have not seen or heard from the patient since that time. They are unsure what he decided to do.